Event description:
A malfunction was reported by the customer, indicating an issue with the pump. The customer declined to answer whether their blood glucose level exceeded a certain threshold, so no specific impact could be determined. Technical support decided to send a replacement pump since the current one was under warranty. The customer was instructed to switch to multiple daily injections as a backup therapy and to return the faulty pump using a prepaid label within 10 days.